Event description:
Pt went to ER with slurred speech, low blood pressure and altered gait the evening after their first prosoba column treatment. Rheumatologist feels pt had some kind of cerebrovascular event and that pt may have had some existing disease that was exacerbated by hypotension/hypovolemia during the prosorba column procedure. Co has been unable to obtain records to confirm whether the pt was admitted and what diagnostic tests were run. Co was informed pt still has some residual slurred speech. Physician is trying to obtain records from the hosp.